Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported he device has a continuous beeping and intermittently reboots. Patient involvement unknown. Pending request for patient information.

Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. It is unknown if the device was being used for treatment when the reported event occurred, and there is /is not a relationship of the device to the reported problem.

Event description:
The customer reported he device has a continuous beeping and intermittently reboots. No patient information was provided.